Event description:
The customer states that one female patient generated non-reactive s/co architect anti-hcv assay results of 0.55 and 0.54. The same sample generated reactive s/co axsym hcv 3.0 assay results of 14.5 and 14.3. Controls are well within specifications on both platforms. A second sample collected from this same patient generated an architect s/co result of 0.70 (non-reactive) and an axsym s/co result of 15.23 (reactive). Riba testing was indeterminate (one band for c33c). There is no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. Axsym hcv 3.0 assay lot#: 67541lf01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. Axsym hcv 3.0 assay list#: 3b44 lot#: 67541lf01. The investigation began with the testing of both returned specimens (from the customer site) with a retained sample (reagent kit stored at abbott laboratories) of the architect anti-hcv reagent, list number 6c37-25, lot number 68358hn00. One replicate of the negative control and positive control and three replicates of specimen one in 2008 and specimen two on the following month were tested. The control values were within the specification ranges stated in the respective package insert. Both patient specimens tested non-reactive with mean values of 0.91 s/co (first specimen 2008) and 0.87 s/co (second specimen 2008) and were therefore further investigated. Both specimens were tested with the chiron riba hcv 3.0 sia immunoblot method and the results were interpreted as indeterminate according to the respective package insert due to the fact that a reactive c33c (= hcv-ns3) band and an additional faint ns5 band were detectable. Controls performed well within the respective package insert claims. A subsequent innogenetics inno-lia hcv immunoblot was performed with both patient specimens. The test results for both patient specimens were interpreted as indeterminate due to the fact that a single weak reactive (+/-) ns3 band was visible on each of the strips. Controls performed as intended. On the basis of the customer's results and the present investigation results, both patient samples are categorized as "false non-reactive" for architect anti-hcv, list number 6c37-25, lot number 68358hn00. A review was conducted of the complaint and manufacturing records for architect anti-hcv, list number 6c37-25, lot number 68358hn00. This review did not identify any problems relating to the customer's observation. Furthermore, the analytical and clinical sensitivity of architect anti-hcv, list number 6c37-25, lot number 68358hn00 was investigated by testing sensitivity panel a (core only), sensitivity panel b (ns3 only) and two commercially available seroconversion panels. The results for sensitivity panel a and sensitivity panel b were in acceptable performance range. For the two commercially available seroconversion panels, the same bleeds were found reactive compared to historical data. Therefore, there is no indication that the analytical or clinical sensitivity of the architect anti-hcv lot 68358hn00 is compromised. The architect anti-hcv (ln 6c37) package insert adequately addresses the customer's observation. Based on this investigation, it was determined that the architect anti-hcv reagent, list number 6c37-25, lot number 68358hn00 is currently meeting its safety, effectiveness and label claims. This is a final report.